Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the product was returned to us cq for evaluation. The us cq conducted a visual inspection and functional testing of the returned device. Visual analysis of the returned sample revealed that the blade slot in the nail implant has heavy stress marks, scratches on the outer surface next to the blade slot and a burr was formed inside the slot. The anodized layer is not present anymore at all damages, which indicates that they were caused post-manufacturing. The complete functional testing cannot be completed as all devices were not returned. The blade component insertion in the nail slot was not smooth may be due to the burr inside the nail slot and damaged helical blade. The dimensional inspection was not performed due to the post-manufacturing damage. The definitive cause for the observed device damage condition could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed burr inside the nail implant blade hole slot would contribute to the complained device interaction issue. While no definitive root cause could be determined, it is possible that the observed stress marks and burr were mostly caused by excessive contact with a reamer. There was no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The relevant drawings reflecting the current and manufactured revisions were reviewed. Conclusion: pie-1445926; pia-1451581 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1445926 device history lot: manufacturing location: monument. Manufacturing date: sep 16, 2019. Expiration date: sep 01, 2029. Part number: 04.037.912s, 9mm/125 deg ti cann tfna 170mm- sterile. Lot number: 16l9288 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071261 met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16645 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna. Lot number: 10l9279. Lot quantity: (B)(4). Two pieces were scrapped in cell at op #70, final inspection, for damaged threads-debris. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, final inspection, ns0062925 rev e met all inspection acceptance criteria apart from the two pieces noted. Part number: 04.037.912.4, wave spring, shim ended. Lot number: h794560. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 22-feb-2019 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive. Lot number: 4l03539. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri 16.00. Lot number: 10l8565. Lot quantity: 3,149 lbs. Inspection instruction met all inspection acceptance criteria. Certificate of test supplied by ati specialty materials dated may 20, 2019 was reviewed and determined to be conforming. Lot summary report dated june 19, 2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review mar 22, 2021: DHR reviewed . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation (orif) surgery for the femoral trochanteric fracture. During the impaction of the trochanteric fixation nail-advanced (tfna) blade, surgeon felt resistance and the operation was stopped. The implants were at a position where there was no problem. The surgeon stated that it was very hard when he knocked it in again. Surgeon tapped the blade to the end and since it was over-inserted, the surgeon finally decided to remove implants. Surgeon tried removal by connecting the extractor to the bottom of the inserter and felt the great resistance again. Upon close observation, surgeon found that the blade just moved back and forth at the crevice that allows sliding, and it did not move any further. It was revealed that the locking mechanism was lowered to the level of the blade hole of the tfna nail by the nurse. Finally the tfna blade and nail were removed successfully and procedure was completed by using new size implants. There was a surgical delay of ninety (90) minutes. There were health injuries such as prolongation of anesthesia time, additional invasion of soft tissue, femoral neck and bone head. Surgeon commented that it was possible that the blade had some defect because the same inserter could be used successfully when a new blade was inserted. No further information is available. Concomitant device reported: insertion instrument (part# unknown; lot# unknown; quantity:1); tfna helical blade l80 tan (part # 04.038.280s, lot # 21p0081, quantity 1) this report is for one (1) 9mm/125 deg ti cann tfna 170mm - sterile this is report 1 of 2 for complaint (B)(4).